Event description:
Meter would not power on. The medical affairs specialist left a phone message for the pt and sent a letter. Meter was about 6 months old. Meter had not turned on during that time and pt had not tested with the meter. Pt had to be taken to the hosp on one occasion when pt experienced symptoms of thirst, frequent urination, and being tired. The result obtained in the hosp was in the "800's". Pt was treated with insulin. No info was provided regarding pt medication regimen. The pt suffered injury; however, there is insufficient info to indicate that the pt experienced injury or medical intervention due to the product. The customer care rep (ccr) confirmed that the test strips were correct, the battery was less than 1 year old and was installed correctly, and the battery contacts were in good condition. The ccr walked the pt through pressing the power button and the meter did not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter, test strips, and control soultion were replaced.